Event description:
A 56 yr old white g3p3 female status post bilateral heyer schulte 200cc gel subglandular implants placed inframammarily 11/21/93. Prior history of right benign breast biopsy with involutional atrophy. Bilateral contractures with closed capsulotomy times 2. Couldn't release right due to persistant symptomatic contractures. Had bilateral capsulectomies/removal & replacment with 550cc replicons 11-25-88. Implant noted to rupture due to unknown etiology. "Felt too large;always uncomfortable." 7/30/91 had bilateral capsulotomies and removal of implants. Had mastopexies w/ replacement of 220 cc dow corning gels. Increased discomfort. Noted increase in systemic symptoms including: arthralgias, morning stiffness, myalgias, swelling, chronic fatigue, recurrent swollen glands, drenching night sweats, chills, chronic headaches, lt temporomandibular joint problems, visual disturbances, tinnitus, memory loss, rashes after sun exposure, sensitivity to sun/chemicals, shortness of breath, costochondritis, bump in throat, weight gain, abdominal/gastrointestinal complaints, low back pains, and unusual body odor. Pt otherwise healthy.